Event description:
It was reported that chest pain and dissection occurred. Vascular access was obtained via femoral artery. The 90%, 38mm in length, 3.5 mm in diameter, eccentric and de novo target lesion stenosed target lesion was located in the mildly calcified distal left anterior descending artery. A 6f unspecified guide catheter was advanced to the lesion. A 2.75x28mm promus element plus was used to treat the lesion. During stenting, the patient experienced chest pain. Coronary angiography revealed a dissection proximal to the stent. A non bsc stent was deployed to cover the dissected area. No further complications were reported and tha patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that a kink occurred in the distal extrusion at 13cm distal to the port site. No other damage was visible along the shaft. An examination of the crimped stent, balloon and tip identified no issues with their profiles. The balloon did not appear to have been subjected to any positive pressures and the stent was fully crimped on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that chest pain and dissection occurred. Vascular access was obtained via femoral artery. The 90%, 38mm in length, 3.5 mm in diameter, eccentric and de novo target lesion stenosed target lesion was located in the mildly calcified distal left anterior descending artery. A 6f unspecified guide catheter was advanced to the lesion. A 2.75x28mm promus element plus was used to treat the lesion. During stenting, the patient experienced chest pain. Coronary angiography revealed a dissection proximal to the stent. A non bsc stent was deployed to cover the dissected area. No further complications were reported and tha patient's status was stable.

Manufacturer narrative:
(B)(4).